Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used for an endoscopic varacies ligation procedure, performed on (B)(6) 2012. According to the complainant, during preparation, the packaged was opened and it was observed that one of the bands was off the ligator head, one band was missing and the five remaining bands were clutter on the ligator head. The device was not used in this procedure. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon return and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.